Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board. System operates as intended.

Event description:
Customer reported system is displaying a filament error. No pt injury was reported.